Event description:
It was reported "that it decides the cartridge is empty when it isnt". There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.